Event description:
It was reported that the patient felt a shocking feeling her vaginal area twice. The one that occurred the morning of the report was not as bad as the one the night prior. The patient was walking when the issue happened and it did not last long. The patient had lowered stimulation, but since had turned it back up. The patient stated that she did not have pain because she had not had to take any pain medications. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).